Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection revealed the device was returned out of original packaging. The device was received with both anchors and suture. The deployment needle is in the t1 pre-deployment position indicating the device has been actuated twice to deploy both anchors. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
Internal complaint reference: case-2020-00022687-2. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that, during a knee surgery, after deploying the t1 implant, the "fast-fix 360 curved needle" deployed the t2 implant prematurely. In consequence, both ts implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.